Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the center pin of the charging port was damaged. It is unknown if the device was in use on a patient during the time of the event, however no patient or user health consequences or impact were reported.

Manufacturer narrative:
Device problem code and method code updated. Analysis confirmed device unable to charge.